Event description:
It was reported that sometimes when the patient ¿scoots up¿ they noticed that their implant moved up too. This issue began about a month prior to the report. The patient had gained weight so they were on a diet plan to try and lose it again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v926179, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).